Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The bellows diaphragm assembly was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, a high pressure condition was noted. There was no report of patient involvement.